Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the plug unit was deformed. The light guide cover glass had a dent. The scope connector cover unit was dirty due to water leakage. The outside shield unit was dirty due to water leakage. The plug unit is dirty due to water leakage. The cable unit was dirty due to water leakage. The micro connector unit in suction connector was dirty due to water leakage. The circuit board unit in suction connector was dirty due to water leakage. The label on suction connector was damaged. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Error code e216 occurred due to corrosion on the plug unit. The plastic distal end cover had a scratch. The adhesive around light guide lens had a crack. The universal cord had a scratch and the protector of universal cord on suction connector side had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the videoscope exhibited white foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage on the areas where the foreign material remained. The foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.